Event description:
Procedure: l.ant resec w/end-end anast. According to the reporter: staples did not form properly and a component disengaged into the patient cavity during firing. The component was retrieved during surgery. Surgery time was extended beyond 30 minutes and additional tissue was resected.